Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings, motor error and button error from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that she was sick to her stomach and had a stomach ache. The customer mentioned that she was sweating a lot. The customer also mentioned no delivery alarm and issues with the keypad. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector also, unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to no button response. Unable to confirm motor error and excessive no delivery alarms due to no button response however; the motor was tested outside of the device and passed. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked belt clip slot.